Event description:
(B)(4). The dealer reported that the tdxsp power wheelchair would not logoff. The joystick power button would be pressed down, the lights would turn off, but it would logon without command. There was no injury reported.